Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See case (B)(4) for additional information.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose. The customer was given glucagon injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer was treated at home and was not hospitalized. The insulin pump will not be returned for analysis.